Event description:
The hosptial reported that on initiation of bypass they could not achieve forward flow. The handcrank was used until the bio-console could be changed out. There was no reported affect to the patient.